Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawer connections in the full-height drawer needed reseating to detect some row boards. Additionally, the inseparable latch had a magnet that was starting to come loose. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the communication bus. The customer stated that the nurses could still get medications from the pharmacy, but there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.